Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: amiodarone infusion. Bubbles alarm- frequent, IV tubing less than 24 hours use. Patient on amiodarone infusion for 3 days and have had to change the tubing every day due to bubble alarm that can be fixed by flicking the bubbles or repriming the tube again. Fluid room temp drip chamber 1/2-2/3 filled tubing properly loaded IV line primed through pump unused prime function to remove air in line alarm recurred, reprime open door remove and visualize tubing tap tubing section and observe for bubbles visible bubbles, used alcohol pad and wiped segment of tubing between the silicone pump segment and green clamp, reload tubing and restart. No injury reported.